Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was used a liquid reservoir test. There was not an air bubbles anomaly noted. The insulin pump was received with a cracked reservoir tube lip, minor scratched display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading was 349 mg/dl. Customer expressed the following symptoms of high blood glucose levels: overtime she has * had less and less physical strength, exhaustion, nausea, dizziness, disoriented, physically weak. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.